Manufacturer narrative:
After review of additional information received, section has been updated accordingly. This update does not impact the result of the investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. With review of the available clinical data, there is no any device or performance issues related to the reported event. The most likely root cause of the stroke is the patient's complex medical history, comorbities and supratherapeutic inr. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a clinical engineer during routine patient updates, that the patient was brought to the emergency department by his brother after having difficulty thinking clearly and issues with memory. The patient's pt with inr was 1.6 on admission (goal 2-3). The patient reported was taking his warfarin incorrectly. Head CT on (B)(6) 2016 showed a chronic mca stroke (reported in previous complaints) and development of bilateral thalamic hypodensities. Repeat CT on (B)(6) 2016 showed evolution of the bilateral thalamic hypodensities. The patient was discharged home on same warfarin/asa regimen on (B)(6) 2016. His symptoms have improved with minimal residuals noted. The site believes this event was due to sub-therapeutic inr, not the device. The patient is doing well.